Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that there was difficulty deploying the clip, requiring a tool to rotate the mandrel and release the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and leaflet grasping was performed without issue. During clip deployment, the actuator knob was rotated 8 times counter clockwise, without resistance. The actuator knob was then retracted but the clip did not release. The knob was retracted a little more and the actuator knob fell off. At this point, the wire (mandrel) was exposed; therefore, a tool was used to rotate the wire; however, the clip did not release from the delivery system. Troubleshooting steps were performed (m knob and +/- knob were manipulated, the delivery catheter handle was retracted) and the clip successfully deployed after 10 minutes. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported difficulty deploying the clip was unable to be tested due to the returned condition of the device, and a definitive cause could not be determined. The reported actuator knob detachment was determined to be related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional clarifying information was received: during the attempt to deploy the clip, forceps were used to rotate the actuator knob. Fifteen to twenty (15-20) turns were made and the actuator knob detached. After the actuator knob detached, forceps were used to rotate the mandrel. No additional information was provided.